Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy procedure, there was an issue loading the clips on the jaws of the device. It was also reported that the handle could still be squeezed when the issue occurred. A new device was used to resolve the issue and complete the procedure. There was no patient injury.